Event description:
It was reported that on literature review "a case study of suppurative infection of shoulder joint after arthroscopic rotator cuff repair", 1 patient had worsening shoulder pain, persistent redness, swelling, fever, pus formation of sinuses, bacterial culture of joint puncture fluid, elevated white blood cells, and elevated c-reactive protein after a rotator cuff repair procedure using a footprint ultra 5.5mm anchor. It was finally noted the result was a deep joint infection. The patient required an open surgery with the aid of arthroscopy, complete debridement, and removal of the anchors and sutures that had been surgically implanted. The affected shoulder was cleaned with iodine and normal saline flushing gun, and the rotator cuff tissue was sutured with high-intensity suture revision in phase I. After 12 months of postoperative follow-up, the patient¿s shoulder function recovered well, and only the abductor muscle strength was slightly reduced. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article: yang chunxi, zhang wei, jiao juyang, du lin, zhao yaochao, wang you. Chinese journal of shoulder elbow surgery, february 20 20, vol. 8, no. A case study of suppurative infection of shoulder joint after arthroscopic rotator cuff repair. H10 h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.